Manufacturer narrative:
The patient was hospitalized for four days due to the peritonitis event (dates unspecified). On an unreported date, during hospitalization, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). It was reported that the patient ¿finished the antibiotics when discharged and was carrying on therapy at home¿ (not further specified). On an unreported date the patient was fully recovered from the peritonitis event. The cause of the peritonitis was reported as due to the transfer of bacteria from the patient¿s bowels into the peritoneum. As a result and upon further review, baxter disposable products are no longer considered suspect in this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The occurrence date is unknown date in 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On an unreported date, the patient was hospitalized for peritonitis. The cause, treatment details, action taken with extraneal and physioneal therapies were not reported. The patient¿s recovery status was not reported. No additional information is available.